Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched and as a result was, ¿difficult to read¿. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support, therefore no additional information could be obtained.